Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated that one lead had a fracture. As a result, surgical intervention was undertaken wherein the iead was explanted and replaced. Effective therapy was restored post operatively. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
B3: date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(6), lot: a000087795.